Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap, and the o-ring was missing from the current cartridge. The customer removed the o-ring, and filled and loaded a new cartridge to address the event. There was no adverse impact to customer's blood glucose.